Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00301. D10 medical devices: modular tibial plate fixed bearing precoat size 5 catalog#: 00596004701 lot#: 62868646 15mm diameter 30mm length straight stem extension catalog#: 00598801215 lot#: 62925965 femoral component option size f catalog#: 00599601601 lot#: 62835028 articular surface with locking screw size ef 17 mm height catalog#: 00596404017 lot#: 60943356 all poly patella standard cemented size 32 mm diameter 8.5 mm thickness catalog#: 00597206532 lot#: 62884635 unknown palacos cement catalog#: 66017569 lot#: 81144418. Unknown palacos cement catalog#: 66017569 lot#: 81144418. G2 foreign source: united kingdom customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee procedure. Following the procedure, the patient reported pain, inflammation, swelling, difficulty ambulating, and stiffness. The patient underwent a revision of the knee approximately eight years post implantation. During the revision, loosening was noted on the tibial side.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: a3, b1, b4, b5, d10, g3, g6, h2, h3, h6, and h10. D10 medical devices: modular tibial plate fixed bearing precoat size 5 catalog#: 00598004701; lot#: 62868646. 15mm diameter 30mm length straight stem extension catalog#: 00598801215; lot#: 62925965. Femoral component option size f catalog#: 00599601601; lot#: 62835028. Articular surface with locking screw size ef 17 mm height catalog#: 00596404017; lot#: 60943356. All poly patella standard cemented size 32 mm diameter 8.5 mm thickness catalog#: 00597206532; lot#: 62884635. Unknown palacos cement catalog#: 66017569; lot#: 81144418. Unknown palacos cement catalog#: 66017569; lot#: 81144418. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left knee procedure. Following the procedure, the patient reported pain, inflammation, swelling, difficulty ambulating, and stiffness. The patient underwent a revision of the knee approximately eight years post implantation. During the revision, instability was noted under the components.